Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4) when the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported gladius mongo 14 es guide wire was returned for investigation. The distal segment of the returned gladius mongo 14 es guide wire was found with the elongated polymer jacket and outer coil, as well as the fractured inner coil. When the polymer jacket was removed for microscopic observation, the outer coil was elongated from the proximal solder (set at 30mm from the tip to fix the outer coil onto the core wire). The inner coil and the core wire were found fractured at approximately 23mm distal to the proximal solder and at approximately 7mm from the tip, respectively. At the distal end of the elongated outer coil, a ball tip was remained attached, indicating that the outer coil remained in one piece. The outer coil was removed to expose the core fracture ends. Microscopic observation found that the core-composing inner coil and core wire were twisted off at both of the fracture ends. Although the inner coil and the core wire of the subject gladius mongo 14 es guide wire were fractured at approximately 7mm from the tip while the outer coil and the polymer jacket were elongated, it was concluded that the entire guide wire was returned based on length measurement of the core wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional stress might have been locally accumulated on the subject gladius mongo guide wire 14 es as wire rotation was applied while the guide wire tip was caught by the heavily calcified lesion. Consequently, the inner coil was and the core wire were twisted off. Tensional stress generated during withdrawal of the guide wire then caused the outer coil and the polymer jacket to be elongated. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility of fragment left in situ could not be completely ruled out if the same event recurs. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a heavily calcified stenotic lesion in the anterior tibial artery (ata) with an asahi gladius mongo 14 es guide wire and an asahi corsair pv microcathter. When the microcatheter was exchanged for an unspecified balloon catheter, the guide wire was observed moving and its radiopaque segment was found shortened immediately afterwards. The guide wire was removed from the patient anatomy and replaced by a different unit of asahi gladius mongo 14es guide wire, with which the same event occurred again. As no guide wire could cross the lesion, the procedure was discontinued without revascularization. The physician commented that the heavily calcified lesion could have damaged the guide wire. It was informed that there were no adverse patient effects attributed to the reported event. The first and second wires are reported under 3003775027-2024-00058, respectively.